Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for other chronic/intractable pain (trunk/limbs) and spinal pain. It was reported that the patient had a loss of stimulation; she wasn't getting any stimulation. This began on (B)(6) 2016 when the patient noticed a change then during the weekend it was noticed that she wasn't feeling anything with voltage past nine volts. It was noted that they tried programs a and b and her batteries were charged. During the call with patient services on (B)(6) 2016, the patient programmer showed that stimulation was on at 9.10 volts on program b and that both the ins and patient programmer batteries were full. Increasing/decreasing stimulation and trying another group did not resolve the issue. No falls or traumas were reported. The patient was to follow-up with a health care professional. Additional information received from the patient reported that she was waiting to hear back from two doctors. Additional information has been requested regarding troubleshooting and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported they had an appointment and a manufacturer representative was present to look at the problem. The loss of stimulation was resolved and working.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). It was reported that electrodes 8-15 showed impedance greater than 10,000 ohms and electrodes 0-7 showed impedance within normal range. The patient denied any trauma to the area or falls. The rep attempted to get coverage with electrodes 0-7 but could only get left sided coverage. It was noted that the patient needed coverage in the right hip, buttock, and back. High density programs were added ¿times two¿ in an attempt to get pain relief. The patient was to try the new programs and report back to the office. The patient was alive with no injury.